Event description:
It was reported the system was displaying iris pot errors on first boot-up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty collimator. System operates as intended.